Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).

Event description:
There was an allegation of discrepant results for 1 patient sample tested for sodium electrode (na) on a cobas pro ise analytical unit. The initial result was 150 mmol/l. The repeat result from a different analyzer was 140 mmol/l. The repeat result was believed to be correct.